Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event requiring medical intervention, which occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported missing the low alert due to question marks displayed on her dexcom continuous glucose monitor (cgm) receiver. Patient reported taking 5 glucose tablets and had a friend drive her to the emergency room (ER). Triage nurse took patient's finger stick blood glucose (bg) upon arrival. Patient reported bg was 42mg/dl. Patient was not admitted into the hospital. Patient reported drinking 1/2 cup chocolate milk during hospital visit. Patient was not given any other medications. At the time of contact, patient reported current medical condition as "good". No additional event or patient information is available. It should be noted that diabetes mellitus is a known cause of hypoglycemia.